Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19272 - device 3 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced leakage from connection which was between the tubing connector and the infusion set. The infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.